Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsv4b10, (imp,tsv,4.1mm,sbm,10) for evaluation. Visual evaluation was performed; the returned implant packaging / outer box was seen already opened and identified as for item tsv4b10 with lot # 1294337. However, the returned outer vial was identified as for item tsv4b8 with lot # 1278135 and its tamper seal was observed broken / opened with the round label indicating is for a 4.1 mm x 10 mm size implant. The returned implant (tsv4b8), bundle mount and cover screw do not appear to have signs of use. DHR review was completed for the subject lot number 1294337. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1294337 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : packaging : incorrect or missing label¿ based on the investigation, a packaging malfunction did not occur. The reported event was unconfirmed following functional testing and event evaluation. See attached. Therefore, based on the available information, a packaging malfunction did not occur. DHR and warehouse review confirmed that the mix-up likely occurred at the customer site. The reported event/coob is not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A3: gender unknown / not provided. A4: patient weight unknown / not provided.

Event description:
Doctor reported that the packaging label and the round label on top of implant vial did not match the label on the side of the implant vial. They used another implant to complete the procedure. Outer box label: tsv4b10, lot 1294337. Inner vial (side): tsv4b8, lot 1278135. Inner vial (top): 4.1mm x 10 mm.